Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and the left ventricular (lv) lead was reprogrammed to reduce symptoms. It was also reported that the right ventricular (rv) lead had oversensing and decreased and low impedance. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.